Event description:
A pump alarm occurred, identified as alarm 20, during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, therefore there was no adverse impact. The technical support team arranged for a replacement pump as the original was still under warranty.